Event description:
Reporter alleged obtaining the results of 349 mg/dl and 158 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had taken her normal lantus, documented as 52 units, one hour and 45 minutes prior to the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.